Manufacturer narrative:
The devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the port weld. The leaks were discovered during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufactured between october 4, 2018 to october 5, 2018. The device was received for evaluation. A visual inspection was performed and did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing was performed on both samples and observed a leak at the spike port cap on both samples. No leak was observed in the port weld of either samples. The reported condition of leak was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.